Event description:
On (B)(6) 2022 when removing an ach135 clip, a hole was noticed in the tyvek. Another clip was opened to complete the case. There was no patient impact.

Manufacturer narrative:
Case-(B)(4). The device was discarded by the customer. However, the product history record was reviewed and there were no non-conformances associated with this pouch lot. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.